Event description:
Information indicated the left head siderail with not latch.

Manufacturer narrative:
The hill-rom technician found a broken swing arm weldment on the left siderail. He replaced the siderail to resolve the issue.